Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A customer reported a patient experienced toxic anterior segment syndrome (tass) the following day after uneventful cataract surgery. Patient presented at the emergency department with reported loss of vision. Wound integrity was intact. Hypopyon was reported as an associated complication. Cultures were taken, no results had been provided at the time of this report. This is one of two reports being filed for this facility. This report is for the patient operated on (B)(6) 2016. The alcon reference numbers are (B)(4). Additional information was requested and received. Relevant tests and lab data: preoperative measurements: ucva: 6/12 ((B)(6) 2016). Relevant medical history: treatment for floaters; osteoarthritis. Concomitant medication: maxitrol; perioperative medication: intracameral lidocaine, betadine.